Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. After stent deployment, a 15mmx5.00mm nc quantum ape balloon catheter was advanced for post dilation, but the device was unable to cross the lesion. A guidezilla guide extension catheter was used and advance the balloon catheter through the newly implanted stent. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using an emerge balloon catheter. No patient complications were reported and the patient's status was good.